Manufacturer narrative:
Note: product reference 4433742 is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch 36912896 of celsite babyport which complies with our specifications and does not present any discrepancy. No other incident has been reported to us on this batch of celsite babyport released in (B)(6) 2016. Investigation results: we received for investigation one celsite babyport from batch 36912896 with the proximal part of the catheter and its connection ring. Visual exam: the proximal part of the catheter measures 9 cm. Its distal extremity corresponds to the level of the catheter rupture. This extremity is rough, calcified and torn. Some fibrin/tissue residues are visible on the received sample. Dimensional measurements: we have measured the returned catheter in order to check its conformity to our specifications. The diameters are compliant with the product specifications. No manufacturing defect is visible on the returned elements. The received elements allow us to say that the difficulties encountered by the physician during catheter removal results from the encapsulation of the catheter into the vessel wall. Conclusion: the evaluation of the explanted device shows no manufacturing defect. This incident seems to be due to an encapsulation/adhesion of the catheter into the vessel wall. This is a known complication of the access port implantation, especially on children when the poulyurethane catheter was implanted during several years (in this case 5 years) and the distal catheter extremity becomes placed high in the ivc. The IFU informs the physician about the implant duration and the specific precautions to be taken for implantation on children. The catheter rupture during removal of long-term implantations is a known complication of access ports with thin catheters. This is a rare occurrence (0.01%), no further corrective action is envisaged at the moment.

Event description:
"On (B)(6) 2022, pac removal procedure for end of treatment under general anesthesia is performed with resumption of the old scar. Two incisions are made: from the fibrosis to the ring of the pac and from the fibrosis around the pac to 1cm from the catheter. The ablation is performed without tension. At the end of the procedure, it is observed that the removed catheter is incomplete: persistence of a fragment of about 5 cm intravascularly at the level of the jugular vein of the subclavian. In addition, we calcification at the tip of the catheter was observed on the removed part. Advice from vascular surgeons of 2 hospitals for attempted removal of the remaining fragment: benefit-risk balance in favor of attempted removal. No surgical procedure envisaged. To date, 5 cm of the catheter is in the patient near the jugular vein. To date, no clinical to date, no clinical consequences for the patient."